Event description:
The deltec prizm lockbox for the pca & epidural infusion pumps does not perform its intended purpose due to poor design & defective components. The lockbox is to secure the pump and class ii narcotics from being tampered with or otherwise compromised. When reporter notified the MFR of the problem they admitted they were aware of it, but they showed no sense of urgency in correcting the problem.